Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was making a different sound for alerts/alarms than normal. Tandem technical support attempted to follow up with customer but was unable to do so.